Manufacturer narrative:
A ge representative has not yet evaluated the system. (B)(4).

Event description:
The customer reported the system is displaying a checksum error and will not boot. No pt injury was reported.